Event description:
Unaccounted 5-7ml of medication following refill. A total volume of 40ml of clonidine and baclofen product was instilled into the codman medstream programmable infusion system, but the telemetry reading indicated the pump only contained a volume of 32.74ml. The pt was brought back to the clinic the following week to remove previously instilled medication. Medication volume removed was 29.82ml, accounting for the volume instilled the previous week it appears that at the last fill the volume that actually ended up in the pump was truly only 32.74ml. However, it is unclear why there was a 7.26 discrepancy in medication volume instilled and the amount that ended up in the pump during the (B)(6) 2014 refill. A codman representative was present for both refills.